Event description:
The device was returned for an ipc grommet failure. No failure could be found with the grommet but an internal investigation of the pump found there were multiple pinches of the ipc tubing due to installation error. No additional damage was identified.

Event description:
The following has been reported: pump s/n (B)(6) gave pump problem alarm after choosing unit/dept and care profile before programming in the nicu. Not an active infusion, so no patient harm. Did full power down (nurse wanted to trouble shoot as she was just setting it up outside of patient room to get the IV lines primed). Reoccurred a second time and took out of service to generose 6 / command center. A preliminary review identified the following issue: mechanical hardware failure (ipc grommet). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.